Event description:
It was reported that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.